Manufacturer narrative:
This report is submitted on february 02, 2018. (B)(4).

Event description:
Per the clinic, due to an unknown issue, the patient's implant magnet was explanted (date not reported). The implanted device remains.